Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was chipped and cracked on the left and right front bottom corners, the right plunger case was cracked, the tabs were broken on the bottom case, and there was visible contamination. A review of the event history log identified battery communication timeout in history. During functional testing the reported issue was duplicated at power up. There were traces of contamination found on interconnect board. The root cause of the issue was caused by fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced interconnect board and battery and performed power up process and all functional testing which passed.

Event description:
It was reported that the pump exhibited a base communication error and did not see the battery interconnect board, and the plunger tube had been rotated. No patient injury was reported.